Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation of this pacemaker a message was observed indicating the replacement interval between elective replacement indicator (eri) and end of life (eol) may be less than the standard 90 days due to high pacing outputs. It was noted that pacing thresholds had increased gradually over time until reaching 1.9v @ 1.0ms and 2.7v @ 1.0ms on the right atrial (ra) and ventricular (rv) leads respectively. No changes were made to programmed device settings. Boston scientific technical services (ts) suggested increased follow-up frequency as a result. No adverse patient effects were reported. This system remains in service.